Manufacturer narrative:
No additional info is expected.

Event description:
Physician reported that the pt developed a granuloma at the punctum. The plug was removed in 2007. After the plug was removed, the pt experienced chronic tearing and punctal stenosis. The pt's weight was not reported.